Event description:
The customer obtained negatively biased quality control fluids using vitros trop I es result on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer did not process patient samples while quality control was unacceptable. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Review of datalogger files identified an issue with the vitros eciq reagent metering subsystem. Ocd field service investigated and made necessary repairs to the reagent metering subsystem and incubator, returning the vitros eciq to expected operation. Following the service activity, acceptable performance was observed. The root cause is instrument related.